Event description:
A female was admitted with diagnosis of peripheral artery disease with critical limb ischemia to the left foot. Doppler ultrasound demonstrated occlusion of the popliteal artery. Pt scheduled for angioplasty of the left popliteal artery. However, the procedure was an unsuccessful attempt to open the totally occluded left popliteal artery. Outback device used malfunctioned and failed, per cardiologist needle would not retract. It appeared as if the withdrawal handle had become disengaged from the recovery housing. Of note: outback was contacted during the procedure and informed cardiologist that there had been a stop shipment order issued for this device but he did not know the reason. Today we received a recall notice from cordis dated august 19th for this specific catalog number (all lots) that is being reported. See scanned pages.